Manufacturer narrative:
Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. Unable to download history files and traces using thump due to blank display. Unable to generate power management graph due to blank display. During visual inspection, cracked case-corner of belt clip rails near the battery tube compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Pump was cut open to perform visual inspection and found slight corrosion on the pcba1 and pcba2. Force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. The battery tube assembly was pushed back into the right position and the pump was able to power up and continued self test, currents testing, download of history files and traces using thump. The pump passed the sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:34:39.000 (B)(6) 2023 14:44:00.000 (B)(6) 2023 14:46:30.000 (B)(6) 2023 14:46:52.000 (B)(6) 2023 14:47:17.000 (B)(6) 2023 14:57:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:45:19.000 (B)(6) 2023 14:45:27.000 (B)(6) 2023 15:00:25.000 (B)(6) 2023 15:00:32.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:45:03.000 (B)(6) 2023 14:58:03.000 insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes and also caused by pump error 130 alarm. Blank display was confirmed due to shifted battery tube assembly. Please see below for pump errors/alarms noted 1 week prior to the event date 17-jan-2023 in the formatted history file.  Pump error 130 alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:59:03.000 (B)(6) 2023 14:59:33.000 pump error 130 alarm was confirmed due to corrosion on the motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the battery compartment. Unable to perform the required testing, download history files and traces using thump due to blank display. Blank display was confirmed due to shifted battery tube assembly. During visual inspection, slight corrosion was found on the pcba1, pcba2, force sensor and motor assembly noted. However, the battery tube assembly was pushed back into the right position and the pump was able to power up and continued self test, currents testing, download of history files and traces using thump and no blank display noted. Pump error 130 alarm was confirmed due to corrosion on the motor assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Troubleshooting was performed and found that there was damage/corrosion to the battery compartment and/or spring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.